Manufacturer narrative:
The reported device has not been returned for analysis. Should the device be returned, a supplemental report will be submitted upon completion of the investigation. Manufacturer reference #. (B)(4).

Event description:
On 06/05/2026, it was reported by (B)(6) from daybreak that a daybreak device allegedly broke off a molar. The patient began using the device on 05/21/2026, the device broke 05/25/2026, and the patient ended use on 05/25/2026.